Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. A revision procedure was performed. Upon opening the device pocket, the lead was tested on a pacing system analyzer (psa), which, noted the same out of range pacing impedance measurements. A lead fracture was suspected. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.